Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump was neither dropped nor bumped and that the drive support cap appeared normal. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The device passed the displacement test, self-test and an unexpected restart alarm test. The device passed all operating currents tested within the specific range and passed off no power test. The device had a cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and minor scratches on the display window noted. No moisture damage noted on the electronics assembly.